Event description:
According to the available information, the patient could not cycle or use the implant due to swelling. The patient opted to replace the inflatable penile prosthesis with a malleable model.

Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.